Manufacturer narrative:
B5: no additional information received from customer. H11: correction. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: residual residue was found in the adhesive of switch 2 cover. A root cause could not be identified for the noisy image. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cover number two has adhesive marks (residual residue per due diligence (B)(4). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screen becomes noised cause traced to component failure. Cover number two has adhesive marks. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited that the screen becomes noised during inspection for use. There were no reports of patient harm.